Event description:
It was reported that during a normal follow-up check, this pacemaker system electrogram (egm) exhibited an atrial rate of 200 beats per minute (bpm) but only 30bpm of the ventricular pacing was delivered. An engineering analysis revealed an atrial tachy response (atr) episode began 2 seconds after a right ventricle (rv) lead intrinsic amplitude test started, which led to rv channel behavior. Nevertheless, analysis of the episodes showed markers of ventricular pacing that were not visible in the egm. Boston scientific technical services (ts) recommended testing for appropriate capture and lead integrity. The system remains in service. No patient adverse effects were reported.

Manufacturer narrative:
This supplemental is being submitted to include new information in section b.5. Describe event or problem. Boston scientific technical services (ts) confirmed the egms showing right ventricular (rv) pacing at 30 bpm is consistent with performing a commanded/manual rv intrinsic amplitude test during an in-clinic device interrogation and is normal device operation. The patient was checked in clinic; appropriate capture was confirmed and the system programming was optimized to address this patient. Therefore, this is not a reportable malfunction.

Event description:
Boston scientific (bsc) received information that during a a routine device follow-up, it was noted that this pacemaker recorded an atrial tachy response (atr) episode that exhibited an intrinsic right atrial (ra) rate of 200 beats per minute (bpm) and a right ventricular (rv) pacing rate of 30 bpm. Images of portions of the referenced atr episode were sent to bsc technical services (ts) for further review. Ts confirmed the egms showing rv pacing at 30 bpm is consistent with performing a commanded/manual rv intrinsic amplitude test during an in-clinic device interrogation and is normal device operation. Ts noted that the initial rv paces at the normal programmed lower rate limit did not result in an associated deflection on the rv egm and conservatively recommended testing for appropriate capture and lead integrity. Additional information stated the patient was checked in clinic, wherein ts conclusions and appropriate capture were confirmed. A decrease in battery consumption was also noted during the visit. Nevertheless, engineering analysis confirmed the device was exhibiting normal battery depletion. The programmed parameters were optimized to address this patient. The pacemaker remains in service and no patient adverse effects were reported.